Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an unexpected data error occurred, and a severe error occurred on the current command. A technical support specialist (tss) reported that remote access to the station was established, and the reported error was observed. The tss restarted the station, after which the application launched without errors and login functionality was verified. The tss contacted the customer, informed that the restart was completed and the station was operating normally, and requested verification from the user. The tss confirmed that the customer validated proper functionality, and the issue was resolved with approval to close the case to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower system had an unexpected data error occurred, and a severe error occurred on the current command. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.